Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon reported that an instrument was not moving as expected. They had reseated the instrument and the surgeon confirmed now the instrument is working as expected. Prior to the calling, the instrument was swapped with a backup instrument. The nurse was not able to provide any details, e.g. Which manipulator was not working as expected or what instrument was swapped. The intuitive technical support engineer (tse) checked the logs and live logs but did not find any issues other than the mid procedure restart initiated by the customer. The procedure was completing as planned with no reported injury.